Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the preparation, the insertion of the mapping catheter into the balloon catheter was difficult. During the procedure, the mapping catheter was unable to pull inside the balloon catheter and the sheath. The curve was straightened on the sheath without resolve. While attempted to remove the entire system from the body, the mapping catheter was then pulled with force resulting in a ¿pop¿ sound and the balloon catheter were then able to be removed from the patient. Upon further observation of the product outside of the patient, it was indicated that the forced pulling had stripped the coating off of the mapping catheter. The sheath was flushed and no fragments of the mapping catheter were observed. The sheath was removed and replaced. The physician noted that it was unknown if the broken fragments were inside or outside of the balloon catheter. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot 10786570, was returned and analyzed. Visual inspection of the catheter showed that part of the pebax tubing with all electrodes was missing. The nitinol tube was stripped. It was noted that part of the pebax tubing was found inside the guide wire lumen of the balloon catheter, 0.7 inches from the tip of the catheter. The pebax tubing found was ribbed and seven electrodes were found on it. The last electrode was found also on the other side of the guide wire lumen; it was detached from the pebax tubing. All of the electrodes were flattened. In conclusion, the mapping catheter failed the returned product inspection due to ribbed and torn pebax tubing; however, the reported missing fragments were located inside the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product analysis summary: data files were returned and analyzed. The data files showed that at least three applications were performed with the balloon catheter on the date of event without any system notices. The reported mapping catheter stripped issue could not be confirmed through data files. Pending results of the analysis on returned product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.